Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 4.5 mg/ml of bupivacaine at 2.2527 mg/day and 9 mg/ml of morphine at 4.5 mg/day via an implantable pump for spinal pain. On 2017-jul-10, it was reported it was reported that a motor stall was observed. The motor stall occurred on (B)(6) 2017, recovered a couple of days later and then stalled again at (B)(6) 2017 without recovery. It was confirmed that the patient had not recently had an MRI. The patient was reportedly experiencing withdrawal. The pump was turned off via password. Pump replacement would be considered, however the patient was going to have a stimulation trial within the next couple of weeks. No further complications were reported.